Manufacturer narrative:
The outcome attributed to adverse event was filling fall out from teeth. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that their diamondclean brush heads caused the filling fall out their teeth.